Manufacturer narrative:
Complaint conclusion: the galaxy coil (640cf0306/15893712) stretched during insertion into the target aneurysm, but was placed fully into the aneurysm, without premature detachment. The coil had been delivered to the right internal carotid artery, without resistance, via an sl10 microcatheter. It was reported that a continuous flush had been maintained through the microcatheter, and there were no microcatheter kinks. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube were verified with fluoro prior to repositioning the coil. Another coil had already been placed in the aneurysm, and it is unknown if coil entanglement had contributed to the event. The same microcatheter was used to complete the procedure with no patient injury or significant delay in the procedure. A non-sterile orbit galaxy complex xtrasoft coil 3x6 was received inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil, gripper and embolic coil were received outside of introducer. The support coil was inspected and it was found without damage, the gripper was found without damage. The embolic coil was found stretched. The suture was found intact without breakage. The gripper and embolic coil were inspected under microscope; the gripper was found without damage. The embolic coil was found stretched. The suture was found intact without breakage. The review of lot revealed no issues that were considered potentially related to the reported complaint. The coil stretching was confirmed during the analysis. The cause of the failure experienced by the customer, and the damages found on the device, could not be conclusively determined; however procedural handling factors may have contributed to the event. The device may have become entangled with other coils already implanted. The instructions for use (IFU) cautions: ¿if coil repositioning in the vasculature is required, verify under fluoroscopy that a one-to-one relationship exists between the delivery tube and the coil during retraction. Although the coil is stretch resistant, failure of the delivery tube and the coil to retract at the same rate indicates that the coil may have stretched which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, remove the infusion catheter and the coil as an assembly and replace. If desired placement or stability cannot be achieved, the coil must be removed from the patient.¿ neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages from leaving the manufacturing facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, the analysis has not yet been completed. A review of manufacturing documentation revealed no issues that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The galaxy coil (640cf0306/15893712) stretched during insertion into the target aneurysm, but was placed fully into the aneurysm, without premature detachment. The coil had been delivered to the right internal carotid artery, without resistance, via an sl10 microcatheter. It was reported that a continuous flush had been maintained through the microcatheter, and there were no microcatheter kinks. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube were verified with fluoro prior to repositioning the coil. Another coil had already been placed in the aneurysm, and it is unknown if coil entanglement had contributed to the event. The same microcatheter was used to complete the procedure with no patient injury or significant delay in the procedure.